Event description:
It was reported that the patient received an alert for high, out of range, high voltage lead impedance but, measurements were in normal range during testing. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.